Event description:
Customer reported a compromised force sensor system alarm while rewinding and priming his insulin pump. Customer's blood glucose was 149 mg/dl. Troubleshooting found the customer's drive support cap was flushed. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)